Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post a motor vehicle collision with intracranial bleed and multiple lower extremity fractures was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and a venogram of the iliofemoral system demonstrated no thrombus. A previous CT scan demonstrated the left renal vein at the level of l2. The filter was then deployed inferior to the renal veins without incident. The filter position was confirmed by fluoroscopy and post placement venogram. There were no complications. Approximately seven years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in the ivc with limbs extending beyond the lumen of the ivc. No acute abnormality was seen in the abdomen or pelvis. Approximately eight years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in place with two detached limbs. One detached limb was in the aortocaval space and the other detached limb was in the right ventricle. Follow up fluoroscopy images demonstrated one detached limb in the aortocaval space. Two detached limbs were seen within the right heart: one in the right atrium, the other in the right ventricle, both embedded in the cardiac structures and not freely mobile. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that limbs were extending beyond the confines of the caval wall and three limbs detached. One detached limb was in the aortocaval space and the other two detached limbs in the right heart. There were no reported attempts made to retrieve the filter or detached limbs. The patient experienced chest pain.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post a motor vehicle collision with intracranial bleed and multiple lower extremity fractures was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and a venogram of the iliofemoral system demonstrated no thrombus. A previous CT scan demonstrated the left renal vein at the level of l2. The filter was then deployed inferior to the renal veins without incident. The filter position was confirmed by fluoroscopy and post placement venogram. There were no complications. Approximately seven years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in the ivc with limbs extending beyond the lumen of the ivc. No acute abnormality was seen in the abdomen or pelvis. Approximately eight years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in place with two detached limbs. One detached limb was in the aortocaval space and the other detached limb was in the right ventricle. Follow up fluoroscopy images demonstrated one detached limb in the aortocaval space. Two detached limbs were seen within the right heart: one in the right atrium, the other in the right ventricle, both embedded in the cardiac structures and not freely mobile. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in the ivc with limbs extending beyond the lumen of the ivc. Approximately eight years post filter deployment, a CT scan of the abdomen and pelvis demonstrated the filter in place with two detached limbs. Follow up fluoroscopy images demonstrated one detached limb in the aortocaval space. Two detached limbs were seen within the right heart: one in the right atrium, the other in the right ventricle, both embedded in the cardiac structures and not freely mobile. Therefore, based on the provided medical records the investigation can be confirmed for detached filter limbs and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported sometime post vena cava filter deployment that limbs were extending beyond the confines of the caval wall and three limbs detached. One detached limb was in the aortocaval space and the other two detached limbs in the right heart. There were no reported attempts made to retrieve the filter or detached limbs. The patient experienced chest pain.